Event description:
The manufacturer received voluntary medwatch (mw5105856) alleging an issue related to a bi-level positive airway pressure (bipap) device. The manufacturer received information alleging blowing dirt. There was no report of patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.